Manufacturer narrative:
The velocity was kinked approximately 52.0 cm from the proximal hub and fractured approximately 56.0 cm from the hub. Evaluation of the returned velocity confirmed that it was kinked. This damage may result from improper handling during removal from the packaging and preparation for use. Further evaluation confirmed the fracture. The fracture occurred when the nurse reportedly attempted to straighten the catheter. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
(B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the nurse noticed that a velocity delivery microcatheter (velocity) was broken around the distal end after flushing it and prior to inserting it into a penumbra system ace 64 reperfusion catheter; therefore, the velocity was not used in the procedure. It was also reported that the velocity completely fractured when the nurse attempted to straighten it. The procedure was completed using a new velocity.